Manufacturer narrative:
Patient's weight not available. Device remained in patient. A review of the manufacturing documentation of the ipg and leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg and leads found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient had swelling and felt warmth in the lead location. The physician believed that the leads had eroded the fascia. The physician performed an exploratory surgery and revised the patient's leads. After the revision, the patient was reportedly doing well.